Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. It was also noted that the patient was having difficulty charging ipg. The patient underwent replacement procedure and was doing well postoperatively. All explanted device components were not return as it was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7080857 / 7080891.